Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump is not alarming no delivery. Customer was advised that the high pressure test could be performed. Customer stated that she was not home and did not have a tubing clamp at the time to perform the test. Blood glucose value is 136 mg/dl. Nothing further reported.